Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ous mr 2.25 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent damage from midsection of stent to distal end of stent with struts stretched distally and bunched at the distal end of the stent. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of tip damage. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in the tortuous and calcified coronary artery. A 2.25 x 38 synergy drug-eluting stent was advanced for treatment. However, the stent was found shortened and folded. The procedure was completed with another of the same device. There were no complications reported and the patient was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in the tortuous and calcified coronary artery. A 2.25 x 38 synergy drug-eluting stent was advanced for treatment. However, the stent was found shortened and folded since resistance was felt during advancing. The procedure was completed with another of the same device. There were no complications reported and the patient was stable.